Event description:
It was reported that during a laparoscopic appendectomy procedure, the stapler would not open. There were no patient consequences reported. No additional information provided.

Manufacturer narrative:
(B)(4) date sent: 10/10/2025. D4: batch #521d98. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the device locked on tissue with the jaws closed? If yes, what steps were taken to open the jaws. If the jaws could not be opened, how was the device removed. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ec45a device was returned with no apparent damage and with one gst45b reload loaded in the device. The reload was received fully fired. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event could not be confirmed as the device opened and closed without any difficulties noted. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device ec45a with lot number 535d38; and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 521d98, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.